Event description:
Faulty equipment. After pt put to sleep, the anesthesia circuit (tubing) had to be exchanged. Found tiny perforation line all the way around circuit tubing which then split during use. This caused machine to alarm until found and replaced. No adverse outcome to pt.